Event description:
It was reported that the device was explanted due to premature battery depletion. The patient was asymptomatic before the procedure. The procedure was completed without complication and patient was discharged in stable condition on the same day as the procedure.

Manufacturer narrative:
The reported field event of premature battery depletion was confirmed during the analysis. High current was observed during bench testing and was traced to the hybrid. The cause of the excess current on the hybrid was due to an anomalous component on the hybrid.